Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was pregnant and her healthcare professional (hcp) told her to turn her implant off, but she was not sure how to turn implant off with the patient programmer. The patient reported she noticed she had a urinary tract infection and pain on the side the night previous to the call and she went to the hospital and came home. It was noted patient services assisted the patient and her husband with using the patient programmer to turn off the implant. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.